Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. The physician had trouble removing the helix using the connector tool. This lead was repositioned successfully and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.